Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an alarm displayed for wrong cassette after cassette latched. Functional tests included use testing. No problem was found with the pump displaying "wrong cassette" alarm message when a cassette was latched and or when the pump was run with the customer's returned program. An error code 10037 displayed on power up when a battery was inserted. A primed and motor current test were performed for the motor. No problems were found of the motor. The downstream occlusion sensor and motor were replaced. Based on the evidence, the complaint was not confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for the wrong cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to a patient injury.